Manufacturer narrative:
Three potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 6194512; medical device expiration date: 2018-01-31;  device manufacture date: 2016-07-12. Medical device lot #: 6194513; medical device expiration date: 2018-01-31;  device manufacture date: 2016-07-12. Medical device lot #: 6194509; medical device expiration date: 2018-01-31; device manufacture date: 2016-07-12. Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported by a customer that clotting was found on bd microtainer® map microtube for automated process k2 edta 1.0 mg during/after use. There was no report of exposure, serious injury or medical intervention.